Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap right hemi colectomy, the hand activation buttons on the device were not working. Surgeon used the foot pedal and this worked fine. Procedure was completed with the same like device. No pt consequences were reported.